Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03667. It was reported the patient's scs system was not providing adequate therapy after a stumble. Reportedly, the implanted leads migrated. As a result, one of the leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. It is unknown which lead was explanted, therefore, both leads are being reported on.